Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging a calcode issue with her onetouch ultra2 meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on the morning of (B)(6) 2016 (time not provided). The patient manages her diabetes with oral diabetes medications with diet and/or exercise. The patient claimed to have developed the symptoms of "stroke" 16 days prior to the alleged product issue. The patient stated that she was hospitalized in ER on the early evening of (B)(6) 2016 (time not provided), where she received hcp treatment of "insulin, IV and other unknown medications" plus blood pressure tests. The patient stated that her blood glucose was tested twice daily (5:30am and 5:30pm) from (B)(6) 2016 and the results were all in the range "70-120 mg/dl", which the patient associated as the normal range. At the time of troubleshooting, the csr noted that the alleged product issue was resolved with walk-through changing the calcode and education regarding control solution and when to use it. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have been hospitalized and received hcp treatment of insulin and other unknown medications after the alleged product issue began. This treatment does meet lifescan's criteria for a serious injury.